Event description:
The user facility reported to terumo cardiovascular systems corporation that, out of box it was noticed the device had yellow caps on the gas-out port when the previous version of the device did not, the offset arm makes things more cluttered right underneath the oxygenator waterline, and the sampling manifold was not connected when the previous version had been. No patient involvement as this occurred out of box.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 19, 2015. (B)(4). The event was confirmed upon completion of investigation; however, it is considered customer feedback only and not a device malfunction. The customer's dislike for the cap color of the new fx design of the oxygenator does not pose any risk to a patient. Since this occurred during setup, there was no patient involvement. Method - no testing methods performed. Results - no failure detected. Conclusions - human factors issue. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.